Event description:
The customer reported, she experienced high blood glucose of 400 mg/dl. Last set change was on (B)(6) 2015 and it has been running high since then. Customer stated, she has had several issues with kinked tubing, air bubbles and possibly old insulin. She also mentioned, she might have inserted in a bad spot since she is not very good with site rotation. The customer treated with manual injection. She declined troubleshooting and stated she would change the entire set.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.